Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced erosion. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted the tape was found to be exposed across its route from right to left. It was reported that the patient experienced pain in her abdomen and pelvic area, pain and difficulty during sexual intercourse, vaginal bleeding and foreign body sensation in vagina. No additional information was provided.